Event description:
It was reported that the patient had several transient episodes of slurred speech, left-sided numbness, aphasia, gait difficulties, and generally feeling poorly. An MRI, computed tomography (CT) and x-rays were negative. Dye and rotor studies were was also performed. A catheter issue at the catheter tip occurred. It was specified that there was dye spread only caudad upon injection. The patient had a consult scheduled with neurosurgery. As of (B)(6) 2015, the patient was not receiving effective therapy. The device system was used to deliver lioresal. The cause of the event, treatment/interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8590-1, lot# n478665, implanted: (B)(6) 2014, product type: accessory. (B)(4).